Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned, and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported through medwatch form that during cataract surgery with intraocular lens (iol) implantation, lens was cut. The surgery was completed with unspecified replacement iol and there was no patient harm. There are two medical device reports associated with this report. This file is 1 of 2.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.